Event description:
It was reported that due to an infection the patient had his inflatable penile prosthesis (ipp) removed and replaced. The ipp was explanted and a new device consisting of a 12cmx9.5mm cylinders, pump and reservoir were implanted. Should additional information be received a supplemental report will be submitted. It was further reported that the onset of the infection was 3 weeks prior to this surgery. The infection originated from the corpus spongiosum. The patient was also medicated with antibiotics by mouth and vein. The patient got well after this surgery and antibiotics.

Manufacturer narrative:
The ams700 reservoir was visually inspected and functionally tested. No leak was found. It performed within specifications. The allegation of infection can not be confirmed. The ams700 device was visually inspected and functionally tested. There were leaks in both cylinders that were the result of sharp instrument damage consistent with explant damage. Both cylinders have cut fabric threads. The distal half of one cylinder was missing. The allegation of infection can not be confirmed. The complaint component was returned and analyzed, and the reported allegation was not confirmed via product analysis. Correction to g1, h2, h3, and h6: updated to include device analysis. Pump model- 72404310 lot sn- (B)(4) mfg date- 04/24/2018 exp date- 04/23/2023 gtin- (B)(4). Reservoir model- 72404161 lot sn- (B)(4) mfg date- 03/27/2018 exp date- 03/26/2023 gtin- (B)(4)

Manufacturer narrative:
Updated to include additional information received. Pump: model: 72404310, lot sn: (B)(4), mfg date: 04/24/2018, exp date: 04/23/2023, gtin: (B)(4). Reservoir: model: 72404161 lot sn: (B)(4), mfg date: 03/27/2018 exp date: 03/26/2023 gtin: (B)(4). Device not returned for evaluation.

Event description:
It was reported that due to an infection the patient had his inflatable penile prosthesis (ipp) removed and replaced. The ipp was explanted and a new device consisting of a 12cmx9.5mm cylinders, pump and reservoir were implanted. Should additional information be received a supplemental report will be submitted. It was further reported that the onset of the infection was 3 weeks prior to this surgery. The infection originated from the corpus spongiosum. The patient was also medicated with antibiotics by mouth and vein. The patient got well after this surgery and antibiotics.

Manufacturer narrative:
Pump- model- 72404310, lot sn- (B)(4), mfg date- 04/24/2018, exp date- 04/23/2023, gtin- (B)(4); reservoir- model- 72404161, lot sn- (B)(4), mfg date- 03/27/2018, exp date- 03/26/2023, gtin- 00878953003238. Device not returned for evaluation.

Event description:
It was reported that due to an infection the patient had his inflatable penile prosthesis (ipp) removed and replaced. The ipp was explanted and a new device consisting of a 12cmx9.5mm cylinders, pump and reservoir were implanted. Should additional information be received a supplemental report will be submitted.